Manufacturer narrative:
The device is expected to be returned for analysis, however it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: during post-dilation of a lesion in the superficial femoral artery (sfa), the physician tried to deflate the balloon which would not deflate. The balloon was finally inflated by over inflation to the point of rupture with an indeflator. Then, when tracking the balloon out of sfa, the distal end of balloon would not track through the 4f sheath and the shaft of balloon ¿snapped¿ at this point. The separated segment was removed via surgery. The patient is currently doing well. The lesion was moderately stenosed. Tortuosity and calcification are unknown. It is unknown if the catheter kinked at the point of separation. The exact point of separation is unknown. There was no difficulty removing the balloon catheter from the hoop, or removing the protective balloon cover or stylet. There were no kinks or other damages noted to prior to inserting the product into the patient. The device was prepped normally with no anomalies noted. There was no resistance/friction experienced as the device was inserted into the patient. There was no difficulty advancing the balloon through the target vessel and across the lesion. The catheter was not ever in an acute bend. The balloon initially inflated normally. Procedural films are not available. One non sterile catheter pta savvy 80cm 6x4 was received coiled inside a plastic bag. The shaft was found separated from the distal end. Blood residues were noted in the balloon. Sem results showed that the balloon external and internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. Insertion withdrawal test as well as inflation test could not be performed due to the separation of the shaft. Review of lot 15866766 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon deflation difficulty ¿ unable to and pta system withdrawal difficulty through guide/sheath could not be confirmed as functional analysis could not be conducted due to the condition of the returned device. The body/shaft separation was confirmed to be separated. The exact cause could not be conclusively determined. Based on the information available for review, factors contributing to the deflation difficulty could not be determined. Vessel tortuosity is unknown and it is unknown if the catheter was kinked during attempts to deflate. The withdrawal difficulty may have been related to the burst profile of the balloon leading to separation of the device. The IFU warns, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ neither the DHR nor the analysis suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device has been returned for analysis, but, the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Additional information was received: the lesion had moderate stenosis with stenosis rate unknown. It is unknown if the lesion was a cto. Vessel tortuosity and angulation is unknown. There was no difficulty removing the balloon catheter from the hoop, or removing the protective balloon cover and stylet. There were no kinks or other damages noted to prior to inserting the product into the patient. The device was prepped normally with no anomalies noted. There was no resistance/friction experienced as the device was inserted into the patient. There was no difficulty advancing the balloon through the target vessel and across the lesion. The catheter was not ever in an acute bend. The balloon initially inflated normally. Consultant was unsure if the catheter kinked while being used. The shaft separated inside of the patient. The separated segment was removed by surgery. It is unknown if the device kinked in the area of separation. It is unknown if resistance was met when withdrawing. It is unknown how far from the distal end the device separated. The patient is currently well. Procedural films are not available.

Event description:
As reported by the affiliate, during the procedure of an sfa angioplasty and tibial plasty, post plasty the consultant tried to deflate the balloon which would not deflate. Balloon was finally deflated by over inflation to burst the balloon using the inflation device. Tracking the balloon out of sfa, distal end of balloon would not track through 4fr sheath and shaft of balloon snapped at this point. Event or product problem outcome is currently unknown.